Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 20th of august 2015 for further investigation. During the investigation the fse replaced both the photo-interrupter and the dvr-3pcb. The fse tested the instrument with no errors. A quality run and patient sample run was performed, no errors were noted. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due to photo-interrupter and drv-3 pcb. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported error 713 x3-axis error on their g8 instrument. The customer can see the rack pusher foot will not return to its home position which then obstructs rack. The instrument was rebooted but the it did not resolve the issue and the pusher foot remains out . Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.